Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box and download history contained records from (B)(4) 2015. Review of the black box data and download history did not reveal any records of errors, alarms or warnings indicative of interruption in insulin delivery. The total daily dose amounts added up to correctly reflect the basal segment programmed by the user and the basal history matched the total daily dose basal amounts. Accuracy testing performed did not reveal any delivery defects or malfunctions. Investigation did not confirm or duplicate the alleged inaccurate delivery issue and the pump was found to be operating within the required specifications.

Event description:
The reporter contacted animas on 07/02/2015 alleging that on (B)(6) 2015 the patient experienced hyperglycemia with blood glucose measuring between 427-450 mg/dl with symptoms suggestive of hyperglycemia of extreme drowsiness, polydipsia, nausea, vomiting and dizzy/lightheaded and large ketones. The patient was reportedly treated for hyperglycemia with IV fluids by a health care professional at the hospital emergency room. The reporter alleged an inaccurate delivery issue with the pump beginning on (B)(6) 2015. Troubleshooting of the pump by animas customer support did not reveal any pump malfunction. The pump is being returned to the manufacturer for investigation of an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.